Event description:
Customer states: have had 7 patients complain of medication leaking from the tube from the connection to the end tubing. They do not track the lot numbers so they are not sure what lot numbers they are. They tried to test it with lot number cf1120907 and were able to get it to leak but then tried to test it again with another in the same lot number and it did not leak.

Manufacturer narrative:
There was one lot listed in this complaint; however, there were three (3) alaris valves and two (2) units returned to moog medical in (B)(4) and the outer packaging from four (4) different units was also received, see summary below. Cf1122241 (1 unit with packaging identified "does not leak"), cf1120907 (1 outer packaging without unit identified "does not leak" and 1 unit with packaging identified "leaked"), cf1119514 (1 outer packaging without a unit identified "does not leak"). The admin set with a non-vented cap was air pressurized and put under water and it did not leak. Then the admin set was connected to the alaris valve with the non-vented cap and a leak was detected with less than 1 psi. The location of the leak was at the connection between the admin set and the alaris valve made by carefusion.